Event description:
Ongoing pain along right side, starting at the shunt in my head down under my breast, into my upper and lower abdomen area. Frequent urinating. On pain relieve all day. Shunt study xray dated showing shunt tubing in right breast looping possibly around liver. Medtronic valve fp strata nsc small neuro brain shunt and catheter. FDA safety report ID# (B)(4).